Manufacturer narrative:
A review of the mfg paperwork is being conducted.

Event description:
In 2007, this pt was implanted with a gore tag thoracic endoprosthesis for treatment of an emergent rupture of a thoracic aneurysm. Post procedure, the distal neck of the aneurysm dilated resulting in a distal type I endoleak. On an unknown date, the physician performed a visceral debranching of the celiac and superior mesenteric arteries. A medtronic talent graft was implanted. After implantation, a small distal type I endoleak was noted. The physician attempted to correct the endoleak by placing umbilical tape around the aorta. The endoleak persisted. While removing the umbilical tape, the aorta was nicked and the pt's blood pressure dropped. The physician implanted another talent device which covered the renal arteries. The endoleak was resolved and the physician performed a renal artery bypass. No further complications have been reported.